Event description:
Approximately 23 months after the patient received a makoplasty partial knee arthroplasty with the assistance of the robotic arm interface orthopedic system (rio), the surgeon performed a revision of the tibial onlay insert component. The component was exchanged for an insert 1 mm thicker to improve joint stability. The knee joint was not infected.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is ongoing, and a supplemental report will be filed at the conclusion of the evaluation if reportable results are obtained.